Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio reflect meter read inaccurately erratic and inaccurately high compared her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2021 at 11:39 am, she obtained a blood glucose reading of ¿85 mg/dl¿ with the subject meter. After eating, and when ready to attend a physical therapist appointment, she remeasured her blood glucose with the subject meter and obtained alleged inaccurate high readings of ¿over 200 mg/dl¿ and alleged inaccurate readings of ¿255, 204, 223 and 192 mg/dl¿ with the subject meter, performed within 20 minutes of each other. The patient does not take any medication to manage her diabetes. The patient reported developing symptoms of ¿headache and shaking¿ whilst in the physical therapy pool at 3:35 pm. In response to the symptoms, the patient claimed she measured her blood glucose with the subject meter at 3:41 pm and obtained a reading of ¿60 mg/dl¿. The patient claimed her physical therapist gave her food (peanuts, butter crackers and cookies) as treatment for the symptoms at 3:45 pm, that her blood glucose remeasured ¿91 mg/dl¿ with the subject meter at 3:55 pm and that she went home when she began to feel normal. No other device was used for testing. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.